Event description:
It was reported by the customer that a pyxis anesthesia es system had shut down during use. The customer confirmed that there was no patient harm was done due to this failure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, d4, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-jul-2022 to 19-jul2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the shutdown was triggered due to backup battery failure. The technical support specialist determined that configuring power shutdown timeout at 65 seconds. He advised the customer to submit a request for a field service technician to visit the site and replace the battery. The customer confirmed that two devices will be fully replaced this week as part of the fleet mod device upgrade project, allowing for the closure of this case. Case closed.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the shutdown was triggered due to backup battery failure. A technical support specialist configured power shutdown timeout to 65 seconds to resolve. But the customer informed that the reported devices will be completely replaced this week as a part of device upgrade project. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system had shut down during use. The customer confirmed that there was no patient harm was done due to this failure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.